Event description:
It was reported that pump displayed malfunction alarm code and required reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.